Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source.